Event description:
It was reported that a patient experienced two episodes of passing out, one on (B)(6) and another during a stored supra ventricular tachycardia (svt)-sinus tachycardia episode on (B)(6), 2025. The device recorded 346 rate drop response episodes. A healthcare professional requested a reprogramming of the device time due to a discrepancy between the episode timing and the stored data. An interrogation of the device was conducted on january 6th, 2025. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.